Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer reports the catheter was inserted on (B)(6) 2011. The catheter cracked above the hub on (B)(6) 2012 and exchanged on that same day.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.